Manufacturer narrative:
Unit passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at (0.0871) inches. No over delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Confirmed 625000 (62.5 u) units of normal bolus was delivered on (B)(6) 2024. Pump was cut to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. The p-cap/reservoir does lock properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. Pump passed functional testing and no over delivery anomalies noted during testing. Unable to confirm low bg's. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump was possible over delivering insulin and low blood glucose. The customer reported a blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-442ag, mmt-1884l, mmt-7040a, and mmt-342. Troubleshooting was performed, and the issue was not resolved. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event, and the customer was used the auto mode feature. No further patient complications were reported. Product return requested for mmt-442ag. Customer declined to return or is unable to return. Product return was requested for mmt-1884l. The customer will discontinue using the device, and the customer response was that the device will be returned. No product return is required for mmt-7040a. Product return requested for mmt-342. Customer declined to return or is unable to return.